Event description:
It was reported that one day post implant the patient experienced chest pain and discomfort. A computerized tomography (CT) confirmed a right atrial (ra) lead helix perforation and a small effusion that did not require drainage. The ra lead was repositioned, and right ventricular (rv) lead channel exhibited set screw noise while in the programmer. The rv lead was disconnected, removed and tested normally, the lead was re-inserted and the set screw could not be re-engaged nor tightened and there was a setscrew/wrench problem. An inspection of the header showed the rv lead setscrew could not turn and the setscrew was sideways in the port and had twisted off center and couldn't be tightened again. The implantable pulse generator (ipg) was removed and replaced and the leads tested normally. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.